Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" according to the customer: "report received from niaic that stated: details of incident: patient commenced treatment at 11.50, pump set to infuse over 2 hours, alarmed at 13.50. When staff attended to patient to take infusion down, treatment had not fully infused. Action taken: explained to patient that infusion was behind time and recommenced pump. Changed over when replacement pump sourced."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files at 2022-06-08 were investigated. At 12.23 pm a space line was inserted. A few seconds later the rate was set to 142,5 ml/h and the vtbi to 285 ml. Then the infusion was started. The infusion was stopped correctly two hours later at 14:23 pm by reached the set vtbi. Inside the history files no anomalies could be detected. A visual inspection was performed. The device showed age related signs of wear and tear. The operating unit showed a broken corner. Liquid residues at the outside could be detected. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,52 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,19 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,98 bar (should be: 1,8-2,5 bar). Pmin: is: 1,70 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,83 bar (should be: >1,2 bar). The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,54%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) . The device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. Liquid residues inside the device could be detected but no liquid on the mainboard could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". According to the customer: "report received from niaic that stated: details of incident: patient commenced treatment at 11.50, pump set to infuse over 2 hours, alarmed at 13.50. When staff attended to patient to take infusion down, treatment had not fully infused. Action taken: explained to patient that infusion was behind time and recommenced pump. Changed over when replacement pump sourced."